Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that after the ultrasonic probe was cleaned and disinfected during reprocessing, yellow liquid adhered when the probe device was wiped with gauze. The yellow liquid adhered even after wiping it off several times. The facility's cleaning method is as follows: cleaning using endopure, immersion in disopa, flushing with water, and wiping with disinfectant ethanol solution b ip on gauze. Yellow liquid adhered at the last step in the cleaning process. There was no patient involvement. There was no report the device was used in a procedure.

Event description:
No additional information was received by the customer.

Manufacturer narrative:
The subject device was returned for device investigation. Additional information: h3, and h6. The customer allegation of yellow liquid was confirmed. The device evaluation performed an analysis of the yellow fluid and confirmed that its internal components were proteins, fatty acid salts, and hydrocarbon compounds and that it did not contain any ultrasonic probe components. We have confirmed that fatty acid salts (calcium stearate) are components of surfactants and lubricants and that they may have originated from products used in the vicinity of cleaning agents. Based on the results of the investigation, the definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.